Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. The blood glucose level was not adversely impacted. The customer successfully resolved the issue by using a third-party charging cable, and a replacement tandem cable and wall adapter were dispatched to customer via two-day shipping. The customer was advised to use multiple daily injections if the pump battery depleted before the new charging supplies arrived and to contact technical support if the issue persisted with the replacement items.